Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing with customer settings without duplicating the customer's report. An internal inspection found no discrepancies. Ventilator logs showed o2 supply irregularities, including zero o2 level and multiple low o2 supply failure alarms (codes 2020, 1020), plus two gas intake fault alarms (code 2030) indicating partial air intake obstruction. According to the customer when the device was switched to a portable oxygen tank, the device appeared to work as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.